Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a pending distal erosion of the left cylinder through the corpora. The physician suspected that the original implant was oversized. The device worked as it should, the cylinder just needed to be repositioned in order to prevent it from eroding through the distal corpora. A revision procedure was performed, during which the 1.0 cm rear tip extenders (rtes) were removed from both cylinders and the cylinders were repositioned. The distal corpora was also repaired during the same procedure to reduce the risk of perforation. No additional patient complications were reported.

Manufacturer narrative:
Correction to filed h6: coding table. Correction to field b5: complaint summary. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issue length too long may have been due to a potential measurement error. Improperly sized cylinders are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, the dfu provides a table to select correctly sized cylinders, tubing length, and reservoirs. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent size related complications. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H3, h6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed erosion due to the left cylinder being positioned too far distally. A revision procedure was performed, during which the 1.0 cm rear tip extenders (rtes) were removed from both cylinders and the cylinders were repositioned. The distal corpora was also repaired during the same procedure to reduce the risk of perforation. No additional patient complications were reported.